Manufacturer narrative:
Lens work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens; -08.50/+4.5/004 (sphere/cylinder/axis) into the patient's eye on (B)(6)2022. It was noted there was cartridge failure; and stated "even if you pull the lens to the tip of the cartridge; the lens will return from the nozzle, so you cannot set the lens. Also even if only bss is used in the cartridge; the lens will return. The lens was implanted by using a cartridge from another lot. Lens remains implanted. The problem was resolved. Cause of the event was reported as the device and noted "after applying 1st bss and 2nd viscoelastic substances to the cartridge in this order; the lens is set".

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
D4 - model # vticm5_12.6 should be added to the initial MDR. D4 - serial # (B)(6) should be added to the initial MDR. D4 - unique identifier (UDI)# (B)(4) should be added to the initial MDR. D6a - implant date (B)(6) 2022 should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: the cartridge was returned with clear surgical residue on product. Visual inspection found no visible damage to the device. There was residue in nozzle. H6 cartridge lot number search: no similar complaint was reported for units within the same lot. (B)(4).